Event description:
I need to understand your mechanism for reporting an adverse event. Yesterday my pa reprogrammed a certas to level two from level one and somehow it ended up in the 8 off position. The kid was urgently helicopter to us and nearly died this am from being in the off position. The indicator is not a reliable method of confirming the setting. I will only use an x-ray now. (B)(6) 2015: had a 30+ minute, very productive conversation w/ the clinician this am. He was quite pleasant and offered much information, which I will compile after my clinic today. Basically, this is an old certas valve and the child became quite ill few hours after reprogramming- inadvertently went to level 8. He was quite unhappy, but willing to learn and help us to better understand the situation. He is leaving for vacation next week and will help fill out the certas complaint questionnaire before leaving. I will help w/ whatever is necessary to completely assess this situation. More later.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Please refer to (B)(4) in regards to the other product involved with this complaint.